Event description:
It was reported that "doctor found the wire kinked before use to patient".no patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and one arterial catheter for analysis. No definite signs-of-use were observed. The protective guide wire tubing was not returned. Visual analysis revealed one kink at approximately the middle of the guide wire. The damage observed is consistent with defects related to storage and shipping of other sac sets. Microscopic examination confirmed the kinking. Both welds appeared spherical and intact. No other defects or anomalies were observed. The kink on the guide wire measured 167mm from the proximal end. The overall length of the guide wire measured 350mm which is within the specification of 345mm-355 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.514mm which is within the specification of 0.508mm-0.533mm per the guide wire product drawing. Despite the damage, the guide wire was able to completely pass through the arterial catheter with minor resistance at the kinking. Performed per IFU statement, "thread tip of indwelling catheter over spring-wire guide". A manual tug test confirmed that the distal and proximal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit, "do not use if package has been previously opened or damaged". The label was also reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The report that the guide wire kinked in packaging was confirmed through examination of the returned sample. Visual analysis revealed kinking on the guide wire. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "doctor found the wire kinked before use to patient". No patient involvement reported.